Event description:
It was reported that, upon performing bloodwork and returning blood to the patient, the system fell apart. Blood was leaking from the unglued section onto the sheets and floor (radial artery side).